Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 44 mg/dl. The customer had treated their blood glucose with juice. It was also found the customer received an unexpected restart alarm on their insulin pump after changing their battery. Customer also found a lost sensor alarm after rewinding their insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.